Event description:
The patient was unable to activate a pod due to repeated communication errors during set up, resulting in a lack of insulin delivery. Consequently, the patient developed symptoms including headache, thirst, agitation, dehydration and stomach pain. Emergency medical attention was sought, and treatment included intravenous insulin and fluids. The visit lasted approximately six hours. At the time of the event, the patient was not wearing the pod, and the issue attributed to the device malfunction.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone14.8 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.